Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. According to the end customer, the device alarmed with panel connection lost. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was with no patient involvement. The root cause was identified as a defective vu esm. The component was subsequently replaced, after which the issue was resolved.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involvement.